Event description:
It was reported that during a lap low anterior resection, the surgeon had difficulty inserting the anvil into the trocar. There was unusual resistance noted when connecting the anvil to the device. Unk how procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/09/2008. Info anticipated, but unavailable at this time.